Manufacturer narrative:
According to the information received in the patient profile from (ppf), approximately on or about thirteen years and six months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, tilted filter, blood clots, clotting, and/or occlusion of the ivc. The patient states that a computerized tomography (CT) scan revealed that the ivc filter was tilted and penetrating the wall of the vena cava. The patient states to have been diagnosed with chronic deep vein thrombosis (dvt) and continues to suffer from chest pains and post-implant blood clots. The patient reports that the filter remains implanted and will require lifelong monitoring of their filter to ensure that it does not fracture, perforate, migrate, or malfunction in some way, creating a life-threatening situation for the patient. The patient states that they must now live with constant worry and anxiety about the state of their health related to the filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, chest pains, blood clots, tilt, embedment of the filter and multiple struts penetrating the inferior vena cava (ivc) wall and projecting beyond the wall margin. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is also reported to have had a perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The patient also developed filter embedment. Endothelialization, remodeling and/or restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as twelve days. Blood clots do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, chest pains, blood clots, tilt, embedment of the filter, and multiple struts penetrating the ivc wall and projecting beyond the wall margin. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Corrected data: (product code).

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted, became embedded and perforated the wall of the inferior vena cava (ivc) and the patient reports experiencing chest pain, blood clots and/or occlusion of the ivc. The patient reports that the filter remains implanted and will require lifelong monitoring of their filter to ensure that it does not fracture, perforate, migrate, or malfunction in some way, creating a life-threatening situation for the patient. The patient states that they must now live with constant worry and anxiety about the state of their health related to the filter. The patient also states to have been diagnosed with chronic deep vein thrombosis (dvt) and continues to suffer from chest pains and post-implant blood clots. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Without images or procedural films for review, the reported filter tilt, embedded, clotting and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.